Event description:
Customer reported a failure code 810:04. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed, since the last baxter service event.